Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, charged coupled device (r-unit) was broken, the resolution was inadequate, light guide cable plug (llk plug) of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction streaks on the screen and a white screen was due to a broken video cable, which led to no image. Additionally, the most probable cause for resolution is inadequate was due to broken charged coupled device (r-unit). The most probable cause for the presence of foreign material in the light guide cable plug (llk plug) of the video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had streak on screen, and white screen. The issue was found during an inspection for use. There were no reports of patient harm.